Manufacturer narrative:
It was reported by customer that they got notified about a patient incident report regarding a pinhole found in tubing. Two photos of item 10014918 were received for quality evaluation. One photo shows the packaging label of the product, and the second photo shows the product with what appears to be blood leaking out of the tubing. Further inspection of the second photo shows that there is leakage from the tubing, however, it cannot be determined where the leakage is coming from in the photo. The customer complaint of leakage was verified. Although leakage can be verified, due to the lack of a physical sample the root cause for the issue indicated in the submitted photos could not be determined. A device history record review for model 10014918 lot number 23115155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 10014918 lot # (10)23115155 it was reported by customer that they got notified about a patient incident report regarding a pinhole found in tubing. There were no punctures or damage noted to the packaging. There were zero issues when priming the line. The reporting pharmacist states after the medication was attached to the patient the blood began to back up in the line and exposed the small hole, stating, ¿it may have been a crack, but to the naked eye, we couldn¿t tell. The only evidence was the blood dripping from a particular spot on the tubing.¿ the medication was disconnected and remade. New tubing was attached and the medication was administered without an issue. Rcc received a complaint via email. Email(s) attached. I was provided your info to let you know about an incident with a hole in IV tubing here at (B)(6), . I was notified about a patient incident report regarding a pinhole found in tubing shown in the attached pictures. There were no punctures or damage noted to the packaging. There were zero issues when priming the line. The reporting pharmacist states after the medication was attached to the patient the blood began to back up in the line and exposed the small hole, stating, ¿it may have been a crack, but to the naked eye, we couldn¿t tell. The only evidence was the blood dripping from a particular spot on the tubing.¿ the medication was disconnected and remade. New tubing was attached and the medication was administered without an issue.